Manufacturer narrative:
UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a rotator cuff repair that the customer's healix br anchor broke while being inserted into the bone hole. The sales rep reported that the bone quality was hard. The surgeon first used the healix awl till the anchor was inserted to the 2nd laser line. Then the surgeon used the tap to push the anchor in further when it broke at the distal end. The surgeon completely removed the anchor and inserted a 2nd same device anchor to the same exact effect. The surgeon completed the procedure with a 3rd same like device with no patient consequences or delay. The anchors were discarded. Please see also medwatch report 1221934-2018-50819.